Manufacturer narrative:
The patient's sample was provided for investigation. In-house investigations of the sample confirmed the reactive result in the elecsys syphilis assay. Additional investigational single-antigen analysis showed reactivity against anti-treponemal antibodies (tpn17). However, supplementary testing using the inno-lia syphilis score immunoblot yielded an indeterminate result. Therefore, the initial reactive result could not be fully confirmed by the available supplementary confirmatory testing methods. Single low anti-tpn 17 igg reactivity might be observed in patients exhibiting a past/prior syphilis infection (serological scar) that are only detectable by highly sensitive assays, as anti-tpn17 antibodies play an immunodominant role in the immune response. Alternatively, the result could potentially be due to an unspecific, unknown cross-reactivity. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full facility name was provided as "(B)(6) hospital".

Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient and tested with elecsys syphilis on a cobas 8000 e 801 module. The first sample collected from the patient resulted in a syphilis value of 32.6 coi (reactive). After re-centrifugation, the sample was repeated, resulting in a value of 31.0 coi (reactive). Tppa and trust results from this sample were negative. The sample was treated with a heterophilic antibody blocking tube and repeated twice on (B)(6) 2026, resulting in syphilis values of 30.8 coi (reactive) and 31.1 coi (reactive). A second sample collected from the patient resulted in a syphilis value of 31.0 coi (reactive) on (B)(6) 2026.